Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged (popped out). Staff performed initial balloon blow-up, was performing dissection and noticed the tunnel collapsed because the balloon deflated after the valve dislodged. A replacement unit was used from an accessory kit to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B)(4).